Event description:
Subsequent to the previous reports, the additional corrected information was received on 10june2025: after further case review, per physician, the mitraclip and steerable guide catheter were unrelated to the stroke and subsequent death.

Manufacturer narrative:
H2 corrections: b2: death removed h1: reportable event updated from death to serious injury. H6: health effect - clinical code 1770 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported fistula or death not related to reported adverse event. Based on available information, a cause for the reported fistula could not be conclusively determined. It is possible that it is related to the implant procedure. However, this cannot be confirmed. The reported unrelated death is related to a combination of factors, per case details (fistula and stroke). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The mitraclip device that failed efaa in b5 and mentioned in d10 has been filed under a separate medwatch report number. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed against the steerable guide catheter. It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. The first mitraclip xtw was successfully implanted. The second mitraclip xt advanced. While establishing final arm angle (efaa), the clip opened to 90 degree. An attempt was made to retract the clip and was unsuccessful. The clip was deployed in that area without performing second efaa. Post deployment, the clip opened to 25 degree. The mr was reduced to grade 1. Post-procedure, once the steerable guide catheter was removed, an arteriovenous fistula was noted. A vascular surgeon was consulted. Reportedly, coronary angiography was performed prior to mitraclip procedure making the femoral vein difficult. On (B)(6) 2025, the patient suffered a stroke due to a blockage in the left m1 segment of the middle cerebral artery, and a thrombectomy was performed. Prolonged hospitalization was required. Patient is currently in intensive care with poor expectations. Per physician, the mitraclip might have contributed to the stroke. On (B)(6) 2025, patient passed away. Reportedly, the death was related to the arteriovenous fistula, stroke, and subsequent death. It is unknown if the sgc caused or contributed to av fistula, stroke, and subsequent death. Reportedly, the stroke was caused by multiple factors. On (B)(6) 2025, during a meeting review of the case, the complaint clip was observed unable to invert in left atrium.